Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed error. The customer¿s blood glucose level was 596 mg/dl. Customer was able to clear the alarm. The insulin pump error occur again. The customer treated high blood glucose with syringe. The insulin pump will be returned for analysis.